Manufacturer narrative:
Further inspection of the returned device found the light guide cover lens (1x) chipped. The bending section rubber with sunken folds. The paint was peeling of the scope¿s grip unit, air/water nut and suction cylinder nut . Scratches were noted on the scope¿s cover, universal cord and switch box unit. The scope¿s forward, left/right knobs and up/down knob were noted to have discoloration. In addition, the up/down knob force and bending tube movement were found insufficient. The housing of the plug unit was noted to be damaged. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer¿s scope was returned to the regional repair center (rrc) for an annual inspection. During the evaluation a reportable malfunction was noted as foreign material was observed on the groove or gap of the distal end. There was no patient involvement.

Manufacturer narrative:
Correction to g2 to add the foreign country germany. Additional information was received from the reporter, please see b5 for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be established however based on the results of the investigation, the below likely caused the reported events. Suggested event: foreign material adhered to groove or gap of the distal end the following is likely due to the chipped light guide lens and scratches by handling confirmed on the device: ·gap was generated by physical stress, and dirt entered in the gap. ·inner parts corroded by moisture entered in device, and the generated corrosion product remained as dirt at distal end. Suggested event: insufficient and/or incorrect reprocessing device was used for next procedure. The following is likely as the user returned the device without acknowledging adhered foreign material: ·staff training was insufficient at the user facility on handling device and/or reprocessing in accordance with IFU. The following is included in the IFU and may help detect or prevent the event: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.". "Returning the endoscope for repair states that reprocessing should be conducted when the device is returned for repair. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". "Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer regarding their cleaning, disinfection and sterilization practices. The device was cleaned with a boston scientific hedgehog endoscope cleaning brush and a two piece flushing adapter.